Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a giant scratch on the insulin pump¿s screen. They did not know how the damage occurred. The customer¿s blood glucose level was 235 mg/dl. The customer stated that the damage impedes their ability to read the display. The device will be replaced and returned for analysis.

Manufacturer narrative:
The correct information has been updated with this report.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin pump was received with scratched case, pillowing keypad overlay, and severely scratched lcd window.